Manufacturer narrative:
Additional information received event #1: (B)(6)2024 umbilical arterial (uac) and venous (uvc) lines were placed on a 27w premature infant shortly after arrival to the nicu. An alaris IV pump, model 8100 with alaris pc #8015, was used with ref# (B)(4) infusion set used for both lines. The arterial line had an added transducer attached to the end with one, 3-way stopcock prior to the patient line connection. All IV lines were primed/flushed several times, during set up and then again before connecting to the patient¿s catheters. The connection to the infant occurred approximately 1959-2000 hrs. The infants condition abruptly deteriorated within minutes. Heart rate dropped; cyanosis was noted. Acls measures were implemented including intubation and medication administration. Once stabilized, a repeat chest x-ray was taken which showed air in the left ventricle of the heart. This was not seen on a previous chest x-ray taken after line placement. During the above actions, providers noted air in the uac line which they aspirated and removed approximately 2-3 mls. This tubing was not saved and is not available for testing. Patient death occurred 8 days later. IV pump: model 8100 with alaris pc #(B)(4),

Event description:
Material: 2426-0007. Batch#: 24109004, 24095357, 24109078. It was reported by the customer that 3-4 incidents with air getting into the line. Verbatim: rcc received a complaint via email. ¿ adverse inclusive of our tubing and pumps and transducer ¿ post pump event ¿ 3-4 incidents with air getting into the line ¿ (B)(6) ¿ part numbers and lots coming via (B)(6) (listed below) ¿ bd alaris tubing sets removed at this time ¿ tpn tubing - no ports. Part # 2426-0007 lot #: 24109004, 24095357, 24109078. Additional information received on 16-jan-2025. Event #1: (B)(6)2024 umbilical arterial (uac) and venous (uvc) lines were placed on a 27w premature infant shortly after arrival to the nicu. An alaris IV pump, model 8100 with alaris pc #8015, was used with ref# (B)(4) infusion set used for both lines. The arterial line had an added transducer attached to the end with one, 3-way stopcock prior to the patient line connection. All IV lines were primed/flushed several times, during set up and then again before connecting to the patient¿s catheters. The connection to the infant occurred approximately 1959-2000 hrs. The infants condition abruptly deteriorated within minutes. Heart rate dropped; cyanosis was noted. Acls measures were implemented including intubation and medication administration. Once stabilized, a repeat chest x-ray was taken which showed air in the left ventricle of the heart. This was not seen on a previous chest x-ray taken after line placement. During the above actions, providers noted air in the uac line which they aspirated and removed approximately 2-3 mls. This tubing was not saved and is not available for testing. Patient death occurred 8 days later. IV pump: model 8100 with alaris pc #(B)(4), IV infusion set: ref# (B)(4) lot# 24109078 what was the primary and secondary causes of death? Complications of premature birth ¿ 27w4days. Anoxic brain injury, multiple organ dysfunction. Event #2: (B)(6)2024 uac and uvc in use on another nicu pt. Who was 29w gestation. Lines set up on (B)(6)2024 with the same configuration described in the (B)(6)2024 case above. On (B)(6)2024 at 1400, the rn checked patency of the uac line by aspirating and flushing it. At 1500, the rn noted 2ml air bubble in the tubing. This was located distal to the IV pump and past the transducer section of the line in the space leading to the patient¿s catheter. She was able to remove the air with aspiration. No harm to the patient. The entire line was replaced. IV infusion pump tubing lot# being returned to bd for examination. IV pump: model 8100 with alaris pc #8015 IV infusion set: ref# (B)(4), lot# 24109078. Event #3: (B)(6)2025, uac and uvc placed on new admit to nicu. Sodium acetate with heparin to run through the uac. The lines were primed with the transducer and checked for air; no air was found in the tubing at that time. About 10 minutes later, air was found to be in the IV tubing waiting to be attached to the uvc catheter where starter tpn d10. This line was unclamped and flushed through a second time until all air bubbles were out before being connected to the uvc. Once provider ordered the d20 piggy-back, the d20 was connected to the y port on the tpn d10. The pump at that point kept alarming as occluded. The tpn d10 and d20 line were double checked and both lines were found to have air in the tubing. The lines were unhooked from the patient and flushed again until all air was out of the tubing. The tubing was then checked again by another rn and dr. To verify no air was in the tubing before being reconnected to the uvc. A uac was not able to be established so the sodium acetate with heparin was to be connected to another port of the uvc line. The sodium acetate was looked over for any air in the tubing, as it had been sitting clamped and capped for about an hour since being primed. Air was found in the tubing of the sodium acetate. The lines were flushed again until all air bubbles were out. Air bubbles kept appearing in the tubing near the ports and running down the line while fluids were running. Staff were unable to get the line to stop having air bubbles. A new tubing/solutions set was used. The new set of tubing/IV bag of sodium acetate did not seem to have any problems with air bubbles, even after running for a bit of time. No harm occurred to the patient. This tubing set is being returned for examination. IV pump: model 8100 with alaris pc #(B)(4), IV infusion set: ref# (B)(4); lot# 24109004 & 2409537

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of air in line could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.

Event description:
It was reported that bd alaris pump module smartsite infusion set had air in line the following information was received by the initial reporter with the following verbatim. It was reported by the customer that 3-4 incidents with air getting into the line.

Manufacturer narrative:
The customer reported air-in-line, and returned one sample of material 2426-0007, lot 24109078. Upon initial visual examination, the set had no defects or abnormalities. The set was run at 120ml/hr for 30 minutes in order to replicate an aggressive infusion. There was no air in line, leaks, or other issues observed during this time. The complaint of air in line could not be verified. The root cause for the issue could not be found without a replicated failure. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.

Event description:
No additional information.

Event description:
Additional information received 02/28/2025. Event #1: (B)(6) 2024 umbilical arterial (uac) and venous (uvc) lines were placed on a 27w premature infant shortly after arrival to the nicu. An alaris IV pump, model 8100 with alaris pc #8015, was used with ref# 2426-0007 infusion set used for both lines. The arterial line had an added transducer attached to the end with one, 3-way stopcock prior to the patient line connection. All IV lines were primed/flushed several times, during set up and then again before connecting to the patient¿s catheters. The connection to the infant occurred approximately 1959-2000 hrs. The infants condition abruptly deteriorated within minutes. Heart rate dropped; cyanosis was noted. Acls measures were implemented including intubation and medication administration. Once stabilized, a repeat chest x-ray was taken which showed air in the left ventricle of the heart. This was not seen on a previous chest x-ray taken after line placement. During the above actions, providers noted air in the uac line which they aspirated and removed approximately 2-3 mls. This tubing was not saved and is not available for testing. Patient death occurred 8 days later. IV pump: model 8100 with alaris pc #8015, IV infusion set: ref# 2426-0007 lot# 24109078. Additional information received for event 1 on 28-feb-2025. This was pulled over from the duplicate file pr (B)(4) which was opened in error. An infant admitted to nicu and umbilical arterial (uac) and umbilical venous catheters (uvc) were to be placed. Prior to placement, the uac and uvc lines were spiked and hanging in the IV pumps. The physician inserted the uac and uvc with assistance from the rn. Following the drawing of 2 sets of labs and a x-ray, the lines were connected to uac and uvc. Shortly after, the rn noticed the bedside monitor went blank and the rn began to troubleshoot. The rn noticed the infant was very pale with shallow chest rise. Immediately, the rn called for assistance and infant arrested. The physician noticed air in the uac tubing. Promptly, the rn stopped the line and removed the air. The physician was able to visualize air on the x-ray.

Manufacturer narrative:
Additional information received by the initial reporter 02/28/2025. An infant admitted to nicu and umbilical arterial (uac) and umbilical venous catheters (uvc) were to be placed. Prior to placement, the uac and uvc lines were spiked and hanging in the IV pumps. The physician inserted the uac and uvc with assistance from the rn. Following the drawing of 2 sets of labs and a x-ray, the lines were connected to uac and uvc. Shortly after, the rn noticed the bedside monitor went blank and the rn began to troubleshoot. The rn noticed the infant was very pale with shallow chest rise. Immediately, the rn called for assistance and infant arrested. The physician noticed air in the uac tubing. Promptly, the rn stopped the line and removed the air. The physician was able to visualize air on the x-ray. No product or photo was returned by the customer. The customer complaint of air in line could not be verified due to the product not being returned for failure investigation. A device history record review was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause of this failure could not be identified without a failure investigation. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Your assistance in this matter has been helpful in trend identification and supporting our commitment to continuous quality improvement.